Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching was observed. No inappropriate therapy was experienced by the patient and no actions have been taken. The patient is in stable condition and will continue to be monitored. Related manufacturer report number: 2017865-2017-01145.